Event description:
Revision surgery - due to the repeated dislocation of the femoral head from the acetabular component. Unable to obtain the lot number of the component or the patient's records for the original surgery.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for the revision surgery was reported as dislocation of the femoral head from the acetabular component, the time invovo is unknown. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records could not be performed because there was no information provided concerning the original surgery date or the lot number of the component. A review of the product complaint history showed this is the 14th complaint against the main contributor, unable to determine the lot number. A definitive root cause for the dislocation of the femoral head from the acetabular component could not be determined with confidence. There is no information reported that showed a material, design or manufacturing problem with the product.